Event description:
Several hospitals that have purchased the nihon kohden nkv-330 non-invasive ventilator system are reporting that if the fio2 is set greater than 60%, the ventilators will often overheat and shut down while on a patient. These include (B)(6). This has been reported to happen with multiple patient applications. Pt code: 4582. Device codes: 1437; 4019. Reference report#: mw5178576.